Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for dilation of a malignant bronchial stricture in the left bronchial tube, performed on (B)(4) 2010. According to the complainant, the physician inserted the scope and a jagwire into the patient. The scope was removed and the device was inserted over the jagwire. There was resistance as the stenosis was severe. After the deployment suture was withdrawn approximately 5 - 10 cms, the stent could not be deployed any further. The delivery system was bending while they were attempting to withdraw the suture. The entire delivery system was withdrawn from the patient, and it was confirmed that the deployment suture could not be withdrawn outside of the patient either. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for dilation of a malignant bronchial stricture in the left bronchial tube, performed on (B)(6), 2010. According to the complainant, the physician inserted the scope and a jagwire into the patient. The scope was removed and the device was inserted over the jagwire. There was resistance as the stenosis was severe. After the deployment suture was withdrawn approximately 5 - 10 cms, the stent could not be deployed any further. The delivery system was bending while they were attempting to withdraw the suture. The entire delivery system was withdrawn from the patient, and it was confirmed that the deployment suture could not be withdrawn outside of the patient either. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Unknown; however, patient reported as over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Although the returned device presented with some of the crocheted stitches retracted, the stent was still fully mounted and had not been partially deployed. A severe kink was noted at the skive area, and the shaft of the delivery system was bent at the proximal end of the stent. It was possible to deploy the stent; however, there was some resistance. No issues were noted with the stent or with its profile. The condition of the returned device was not consistent with the complaint of a partially deployed stent; the complaint was not confirmed. Based on the condition of the returned device, this event has been deemed to be no longer reportable. The most probable root cause of the issue has been labeled as design. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.